Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that on (B)(6) 2015, the insulin pump alarmed no delivery and customer experienced high blood glucose of 400 mg/dl. They changed the complete set and treated with manual injection. Mother stated that the day of the call, the insulin pump alarmed no delivery during bolus. Blood glucose was 300 mg/dl. It was advised to disconnect at the quick release and run fixed prime, insulin did not exit. It was then advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did not exit and there is greater than normal resistance with the plunger push. It was explained that the alarm was caused by a set/reservoir occlusion. They changed the infusion set and reservoir and were able to prime.